Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2012-08733. Reference MFR report: 1627487-2012-08734. Reference MFR report: 1627487-2012-08735. Reference MFR report: 1627487-2012-08736. It was reported that the pt had inadequate pain coverage. The scs system was explanted. The physician attempted to implant new scs system and the leads were unable to advance to the intended location due to the epidural scar tissue. The procedure was aborted. No further info is available at this time.